Manufacturer narrative:
E1 facility name: (B)(6) . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device video cord was sticky. The issue was found during the pre-use inspection for a therapeutic transurethral resection procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical contact points, defective pixels (white scratches). Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the video cord became sticky due to moisture absorption during sterilization, caused by humidity inside the sterilization chamber, moisture on the camera cable, and residue from the cleaning agent. Additionally, no probable cause could be identified for the corrosion on the electrical contact points or the defective pixel events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device video cord was sticky. The issue was found during the pre-use inspection for a therapeutic transurethral resection procedure that was completed with the same device. There were no reports of patient harm.